Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause associated with the aic console was undetermined due to the product not being returned.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 85 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities included were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During the procedure, the purge cassette was spiked with purge solution and the cassette placed. The impella disc was not recognized once engaged. The visual of the purge disc being pushed in continued to display, there was no prompt of 'purge disc not detected'. A new purge cassette was attempted, however the same issue occurred. The automated impella controller was replaced with a new console, and worked successfully. The patient received support from the cp for the procedure and the device was explanted. The failure to detect purge cassette will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the representative confirmed this complaint was created in error and is a duplicate of 1220648-2026-05489.

Manufacturer narrative:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-05489, will serve as the primary report, and the h6 codes were updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.